Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: non-biosense webster, inc.: cordis 8 french sheath. Carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Procedure was completed without incident. Patient was transferred to the recovery room. Several hours post-procedure, the patient was returned to the electrophysiology lab with a pericardial effusion. Pericardiocentesis yielded 400 ml. Patient was reported to be in stable condition. Patient required 2 days of extended hospitalization as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. A cordis 8 french sheath was used. Generator was set on power control mode at 20-30 watts. There is no information regarding generator parameters, other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was titrated during ablation. Irrigated catheter flow was set at 17 ml/min. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interference value. Thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure.